Manufacturer narrative:
Device was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify critical pump error (open book) alarm due to display anomaly. No unexpected rattling noise noted when shaken. No loose components on the electronic assembly noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they got critical pump error, blank display and physical damage. Customer blood glucose reading was 316 mg/dl. Troubleshoot was performed. Insulin pump will be returning for analysis.